Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an interrogation of the device in clinic, noise was noted on the right ventricular lead. The noise was reproducible in clinic. The lead was capped and replaced on (B)(6) 2016. The patient was stable before and after the procedure.